Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate metallosis for the right side. Additional operation notes for the left side were provided; however, there was no indication of depuy product. Therefore, we are not currently reporting the revision. Should we receive additional information, we will update accordingly. Invoice for left side was obtained which identified part/lot. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013.

Event description:
Bilateral patient. Litigation alleges that patient has experienced pain and abnormal levels of metal ions.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.